Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator failed the circuit check. There was no patient involvement at the time of the reported condition.

Manufacturer narrative:
An ht70 plus ventilator was returned to covidien/medtronic¿s failure analysis. An investigation was performed and the reported issue was verified. The failure analysis technician reported that the identified root cause of the reported issue was isolated a pinched tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An ht70 plus ventilator was returned to covidien/medtronic¿s failure analysis. An investigation was performed and the reported issue was verified. The failure analysis technician reported that the identified root cause of the reported issue was isolated a pinched tube. In addition, the failure analysis technician found the safety valve solenoid was damaged and the unit did not have an air filter. The technician replaced the solenoid and installed a filter. The unit passed all testing and operates within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.